Event description:
The customer reported a ballooning of the silicone segment. The solution infusion was d5 1/2 ns with 20meq of potassium. The pump alarmed pt side occlusion and when the nurse opened the pump door the ballooned segment was identified. There was no pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.